Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 384085a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the correlation issue. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The daughter and patient reported the following correlation issue for the inratio system as compared to a laboratory method: (B)(6). The daughter and patient reported milking the finger after fingerstick.